Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, while stapling the appendix, the surgeon attempted to fire the stapler, but it would not fire. A popping sound was heard when squeezing the handle. The surgeon was able to pressed the green button but unable to squeezed the handle. A new handle and reload were used to resolve the issue. There was no patient injury.